Manufacturer narrative:
(B)(4). The device history review of the product visistat 35w 6/box lot #73l2000556 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The clip does not close properly at the back. There was no patient harm and the current condition is fine.